Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter fully deflated. No visible defects were noted on the photos. The silicone catheter was returned with the syringe. The foley catheter was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon inflated asymmetrically, per tm0300903 formula (b / (b + a) 100, (1.5 / (1.5 + 0.5) 100, ballon concentricity was found to be 75/25. Which is out of specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to deflate the catheter balloon using the returned syringe, however, only 3.5ml deflated within 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, the 10ml solution returned to the in-house syringe within 3 minutes and18seconds. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, tried to deflate the foley catheter balloon, but it had a lot of resistance, and could not extract the remaining 2ml of distilled water. It was checked but was not sure if it was a problem with the inflation eye or the inflation valve side, but even when applied an enormous amount of force to pull the plunger, the remaining distilled water could not be extracted. Per investigator's notification received on 12dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, tried to deflate the foley catheter balloon, but it had a lot of resistance, and could not extract the remaining 2ml of distilled water. It was checked but was not sure if it was a problem with the inflation eye or the inflation valve side, but even when applied an enormous amount of force to pull the plunger, the remaining distilled water could not be extracted.